Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient not being able to connect to their mobile power unit (mpu) was confirmed via visual analysis and testing of the returned product. The heartmate mobile power unit (serial number (B)(6)) was returned and evaluated at the service depot. During the evaluation, a visual observation was performed and a broken/missing pin on the white power cable connector of the mpu patient cable (associated with the transmission communication srs232 line) was observed, confirming the reported event. The patient cable was replaced with a new working cable and a functional test was performed on the unit. The unit passed all steps without issue. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient could not connect to their mobile power unit (mpu) because a pin was missing. The mpu was replaced.